Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the screen on the insulin pump went blank and it started to give off a constant tone. Customer was getting ready to change her complete set when issue occurred. Customer's blood glucose was unknown. Troubleshooting was performed and it was found the device might have been exposed to sweat. Customer stated the issue occurred last night, she took the battery out and inserted a new one in the morning and display didn't return. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.